Event description:
It was reported that an ilet pump with serial number (B)(6) had a cracked screen that prevented unlocking or interaction, and a replacement was processed. Symptoms included no injury and no alarms. Outcomes included a device replacement with return of the original unit pending. Investigation included internal review of the reported physical damage and device usability. Investigation of this case revealed a damaged display that impeded operation, consistent with a screen failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was device damage to the screen leading to loss of function.